Event description:
It has been reported to philips that the live monitor failed. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system¿s live monitor images are not displayed. Upon further investigation, fse found that live monitor was defective. Fse ordered and replaced the defective live monitor. After replacement of the live monitor, the system returned to use in good working order. The codes were updated based on the investigation outcome.